Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect0098 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "a puncture was performed in the flexion region of the arm with blood reflux, however at the time of catheter introduction there was no progression. The nurse successfully performed a new puncture on the same limb in the arm region in the catheter progression was quite difficult. The catheter did not progress easily. At the ebb and flow test she observed that the child's arm flushing with sf0.9%, immediately stopped, thought the vein had ruptured, and began to remove the catheter. At the time of catheter removal, the catheter began to defragment, pieces and the rest of the catheter stayed inside the child and could not remove the holding the catheter by forceps. An x-ray was made and could see a node on the catheter. The doctor made a small cut to try to remove, but without success. An another nurse felt the catheter externally and was trying to massage in direction the puncture to try to remove, where it was possible to remove the catheter. The catheter completely left the child, there were no fragments, and after the procedure the child's arm had no external complications apparently without bruise, without phlebitis and other lesions. At cut, a false stitch was made."

Event description:
It was reported "a puncture was performed in the flexion region of the arm with blood reflux, however at the time of catheter introduction there was no progression. The nurse successfully performed a new puncture on the same limb in the arm region in the catheter progression was quite difficult. The catheter did not progress easily. At the ebb and flow test she observed that the child's arm flushing with sf0.9%, immediately stopped, thought the vein had ruptured, and began to remove the catheter. At the time of catheter removal, the catheter began to defragment, pieces and the rest of the catheter stayed inside the child and could not remove the holding the catheter by forceps. An x-ray was made and could see a node on the catheter. The doctor made a small cut to try to remove, but without success. An another nurse felt the catheter externally and was trying to massage in direction the puncture to try to remove, where it was possible to remove the catheter. The catheter completely left the child, there were no fragments, and after the procedure the the child's arm had no external complications apparently without bruise, without phlebitis and other lesions. At cut, a false stitch was made."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult catheter insertion/removal was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The catheter was received with an inlaid stylet and was inserted through the introducer sheath. The catheter and stylet were knotted distal of the introducer. Two complete breaks were observed in the catheter proximal of the knotted region. Microscopic inspection of the catheter breaks revealed dully granular fracture surfaces. The fracture profiles were regular and curved. Inspection of the distal end of the introducer sheath revealed deformation. Inspection of the catheter shaft confirmed it to be knotted distal of the sheath. Tactile inspection of the sample revealed abundant tensile weakness in the vicinity of the catheter breaks. The fracture features were consistent with tensile breaks during catheter manipulation with an instrument. The knot being distal of the sheath indicated that the catheter had been inserted through the introducer prior to the knot formation, suggesting that the knot occurred in situ, following insertion. Knots can form if the catheter is inserted against resistance, twisted and subsequently retracted. It appeared that the catheter was knotted during attempted insertion, and broken during subsequent removal attempts. A lot history review (lhr) of rect0098 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was four photographs depicting a 2fr per-q-cath catheter. The device exhibited break in the shaft distal of the molded joint. The device exhibited break near the 14cm depth marking. The stylet remained within the catheter and the distal region of the catheter appeared bunched around the stylet. Usage residues were evident. While catheter damage was evident in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) stress and sharp instrument contact. A lot history review (lhr) of rect0098 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "a puncture was performed in the flexion region of the arm with blood reflux, however at the time of catheter introduction there was no progression. The nurse successfully performed a new puncture on the same limb in the arm region in the catheter progression was quite difficult. The catheter did not progress easily. At the ebb and flow test she observed that the child's arm flushing with sf0.9%, immediately stopped, thought the vein had ruptured, and began to remove the catheter. At the time of catheter removal, the catheter began to defragment, pieces and the rest of the catheter stayed inside the child and could not remove the holding the catheter by forceps. An x-ray was made and could see a node on the catheter. The doctor made a small cut to try to remove, but without success. An another nurse felt the catheter externally and was trying to massage in direction the puncture to try to remove, where it was possible to remove the catheter. The catheter completely left the child, there were no fragments, and after the procedure the the child's arm had no external complications apparently without bruise, without phlebitis and other lesions. At cut, a false stitch was made."